Event description:
It was reported that the 9800 system had poor image quality with dark images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was replaced and the voltage adjusted during the svc call. The system was tested and found to working as intended, and put back into svc.